Event description:
It was reported that the patient was admitted with a dissected aortic aneurysm, and was scheduled for bypass surgery. During a difficult insertion of the spring wire guide through the introducer needle, a piece of the wire guide separated and remained in situ. During aortic repair surgery, the patient expired of causes unrelated to the separation of the spring wire guide. The hospital reported that the physician probably cut the wire guide while retracting it against the introducer needle bevel.